Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an insulin flow blocked alarm and experienced hyperglycemia with a blood glucose value of 390 mg/dl that persisted for more than four (4) hours. The customer stated that the hyperglycemia was treated with manual injection. The event involved product(s) mmt-332a, mmt-242a and mmt-1884l. Troubleshooting was performed for insulin flow blocked alarm and the alarm was identified as a current event. The customer confirmed having a plunger available, and insulin was observed exiting the tubing upon the plunger push. As the alarm occurred during priming, the customer was advised to rewind the pump, reinsert the reservoir, and run the fill tubing process until at least 5 units of insulin were observed exiting or the pump alarmed. The pump successfully passed the 5-unit fill cannula test. Troubleshooting was partially performed for hyperglycemia event and it was unknown whether the customer had been using the insulin pump system within 48 hours of the reported high blood glucose (bg) event or whether the auto mode/smartguard feature was active at the time of the event. No further patient complications were reported. Product return is not required for mmt-332a, mmt-242a and mmt-1884l.